Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3093-28, lot# j0444366v , implanted: (B)(6) 2004, product type lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that the device was was explanted two months after implant because it was not working. No symptoms were reported. No further complications were noted or anticipated.